Manufacturer narrative:
The product is not available for evaluation and will not be returned. Superdimesion has made three attempts to obtain additional information and was unsuccessful.

Event description:
The patient had a reaction to anesthesia in which his heart rate slowed down during a superdimension procedure. Medication was administered to bring heart rate back up. Patient was hospitalized overnight.